Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. Date of issue is an approximation. The reaction was located under the dexcom adhesive patch and was described as similar looking to a second degree burn. The patient's mother stated that the patient has incredibly sensitive skin and currently the patient wears the sensor over tegaderm IV patches and is not having any issues. It was reported that the patient and her mother visited the endocrinologist doctor who gave them a reinforcement patch that is made specifically for dexcom sensors. No additional event or patient information was provided.